Event description:
During an open sigmoid colectomy the autosuture ceea 28 stapler malfunctioned when re-anastomosing the colon. The stapler fired but the anvil separated and remained in the pt's colon, requiring the physicians to re-do this portion of the procedure. This lead to prolonged surgery.